Event description:
In 2000, the pt went to the emergency room with dizziness and nausea due to overly loud sensation. The pt was given gronol and released. One month later, the pt was seen at the implant center for device eval. An x-ray revealed that the electrode was partially out of the cochlea. In 2000, revision surgery was performed. The electrode and positioner were reinserted.